Event description:
It was reported that when the lead was put into use, the pump immediately gave upward occlusion. Manual priming of the lead was also impossible. The incident occurred immediately upon use, priming of the line was not possible, so the pump was not connected to the patient. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.